Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's pacemaker system had an unspecified infection. The system was removed. The patient was stable.